Manufacturer narrative:
Company representative evaluated the system and duplicated the reported problem. Corrections included replacement of the telepack.

Event description:
Customer reported an issue with the panorama central station's ambulatory telepack, which may have affected telemetry monitoring. No patient injury was reported.